Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer used a new battery and the failed battery test alert was found. Blood glucose was unknown. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific. However, unit received with corroded battery tube. Device was monitored and no failed battery test noted. Device passed selftest, unexpected restart error test and displacement test.